Event description:
New information was received that there was an additional pause episode noted on the device and confirmed to be due to loss of tissue contact. The patient remained stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of undersensing noted on the device. No intervention was performed to resolve the event. Further information was requested but none received.